Manufacturer narrative:
In response to form 483 issued to spectranetics on (B)(6) 2010, observation #2, our adverse event reporting for international complaints was modified. Part of the corrective action, completed (B)(6) 2010, was to review all complaints (international) back to (B)(6) 2009. This complaint, while not meeting (B)(4) reporting requirements, by our revised procedure and corrective action, does require a medwatch form 3500a to be filed.

Event description:
This was an emergent procedure conducted in the cardiac catheter lab on a (B)(6), patient, of unknown gender and weight suffering from an acute anterior stemi. The patient had a history of severe stenosis of the ostial lad with thrombus present. The physician decided to use laser to ablate thrombus and began lasing with an elca rx 1.4mm laser catheter at 60/40. After lasing the patient developed dissection and occlusion of lad which was in turn successfully treated by the placement of 3 stents. Patient had a good outcome at end of procedure and was eventually discharged from the hospital with no reported complications. The device was not retained for return analysis and no lot/serial code information was provided to the manufacturer.